Manufacturer narrative:
Result: damaged motion interrupt pan; cracked/damaged footboard panel and/or modules; incorrect brake scorpion kit installed.

Event description:
It was reported by svc report that the motion interrupt pan was broken; the footboard panel and/or modules were damaged, and incorrect brake scorpion kit was installed to the bed. No pt involvement or adverse consequences were reported.